Event description:
The surgeon used a cage implant from depuy synthes (bullet cage). Cage broke when surgeon placed it in patient's spine, surgeon tried to take the rest of the fragments out but was not able to. The surgeon opted not to retrieve as the retained portion was seated within the intended space and removing may have caused more harm than leaving in the space. Manufacturer response for spinal cage, concorde interbody system (per site reporter). No response to date.